Event description:
While using a byte night aligners, patient reported they are at the end of treatment and their teeth are the same as when they started treatment. They provided a lor from their dentist which says the following, after viewing the displayed aligner report and model of where the patient's dentition stared and how it would be corrected orthodontically with byte aligners, the doctor determined that minimal to no orthodontic movement has occurred. The patient was most concerned with #7 being flared facially and #22 rotated slightly mesially. Mandibular anteriors #22-27 display crowding and malalignment of maxillary anteriors evident as well. Recommend that the patient stop treatment with byte.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.